Manufacturer narrative:
The pump and catheters were explanted and no significant anomalies were found. Product ID: 8578, serial# (B)(4), product type: catheter; product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an dilaudid (10 mg/ml at 1 mg/day) and bupivacine (15 mg/ml at 1.499 mg/day) via an implantable infusion pump. It was reported that the patient had a routine catheters dye study performed on an unknown date and it revealed that the catheter was occluded. During surgery to repair a new spinal and pump segment were implanted and the old occluded catheter was tied off in the pocket. The issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.